Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through troubleshooting steps, including inspecting the cartridge and cleaning specific areas of the pump. After initial difficulties, the customer was assisted in filling and loading a new cartridge and ultimately succeeded in completing the load process to resume insulin delivery.